Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The knot has been tightened down. There are no discrepancies with the suture. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found the device cycles as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include use of sharp instruments to manage or control the suture that can cause breakage of the suture. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
It was reported that during a meniscal repair, when the t1 implant of the fast-fix 360 was fired, it was observed that the thread was somewhat thinned. Then, the t2 implant was introduced and when the handle of the fast-fix was removed, the implant was observed and the thread was cut. Both implants were removed from the patient. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported. The patient's health was not affected.